Event description:
Determined to be reportable based on analysis completed on 01/19/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the mid left circumflex. The details of the lesion are unknown. The 2.50x24mm taxus liberte stent was unable to cross the lesion. The patient status is good. However, the device analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination revealed damage to the entire length of the stent. The complete stent was stretched. This type of damage is consistent with the stent getting caught on a foreign object. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.